Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 - device not returned. Additional information provided: the supply chain and plastic coordinator reported rep that a few of the plastic surgeons are having cases of continued skin reactions with adhesive. And sent to ER with skin reactions. They stated they were severe allergic reactions. There were two different product codes used by the doctors. Not sure which patients used which product codes at this time. She does have photos. And is following up with facility for more detailed information. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? What is the procedure date? What date did the reaction occur on? 1- 7 days post op. What does the reaction look like and how large of an area does the reaction cover? Sending pictures. Do you have any pictures of the reaction? Yes. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Approximately 4 patients his last year that were hospitalized on a steroid drip. What is the most current patient status? Fine now. Please specify which product was used for each patient (clr222us or clr602us)? Mainly 602 but has occurred with both. Can you identify the lot number of the product that was used? No. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Not sure. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) dr. (B)(6). No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an abdominoplasty on unknown date in 2024 and topical skin adhesive was used. The patient had a skin reaction with adhesive. Patient was sent to ER with skin reactions. They stated they were severe allergic reactions. Patient was hospitalized on an steroid drip. Additional information has been requested.